Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 76.7cm distal of the strain relief. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 29may2020. It was reported that shaft kink occurred. The 80% stenosed, 15mm in length target lesion was located in the moderately tortuous and calcified, 2.75mm in diameter left circumflex (lcx) artery. A 2.75mm x 15mm quantum maverick balloon catheter was advanced for dilation. When the balloon catheter crossed the distal end of lcx, the balloon delivery shaft was kinked. The procedure was completed with another of same device. There were no patient complications reported and the patient's condition was stable. However, returned device analysis revealed a detached shaft.